Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to presumed arrhythmia. The patient also had a poor right ventricular function. The death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The patient¿s outcome was not considered to be device related and the device reportedly operated as expected. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists cardiac arrhythmia, right heart failure, and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management,¿ lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to presumed arrhythmia. The arrhythmia was not thought to be device or therapy related. It was also reported that the patient had poor right ventricular function. Additional information provided by the account stated that the patient always had impaired right ventricular function. Device related issues were not thought to have caused or contributed to the right heart failure.